Event description:
A pt had a colonoscopy performed. When the scope was removed, the black rubber tip was gone. The colon was rescoped and no black rubber tip was found. Not certain if the tip was actually on the scope at the time of insertion.